Event description:
During the procedure the sheath of this device kinked. The device was removed and the opposite groin was utilized for insertion. The pt is reported as fine and the device is being returned for analysis.